Event description:
The pt fell and her lead fractured. The lead was replaced. No pt symptoms or device troubleshooting was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
It was not clear which of the two leads fractured and was explanted.